Event description:
"The patient suffers a burn injury withthe cautery plate."

Manufacturer narrative:
It was reported that "the client reports that thepatient suffers a burn injury withthe cautery plate", no additional details are available related to the customer reported issue. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated to add additional information. It was reported "a third-degree burn was identified which required medical intervention while she was hospitalized this include and not limited to rigorous treatment in a hyperbaric chamber, debridement of the area, double antibiotic therapy and intervention with a skin care specialist. The patient was discharged with homecare services which provide care for the affected area, continues with hyperbaric chamber treatment and antibiotic therapy".